Event description:
Customer reported that the paramedics were called and he was hospitalized due to high blood glucose and dka. Customer stated that the blood glucose reading was over 600 mg/dl when paramedics arrived. Customer stated that he passed out and they called the paramedics. Customer also stated that the infusion set cannula was bent when it was removed, and the insulin pump was unable to exit the preparing to prime loop. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.